Manufacturer narrative:
E1: initial reporter facility name: (B)(6). E1: initial reporter phone: (B)(6).

Event description:
It was reported that tip detachment occurred. During unpacking of a .035in, 300cm ex/c tip b/5 back-up meier guidewire, it was found that the tip of the wire was unscrewed. The procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable.

Manufacturer narrative:
E1: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Visual and microscopic inspection revealed the distal tip was bent, detached and unraveled. The ptfe was torn. No further damages were observed.

Event description:
It was reported that tip detachment occurred. During unpacking of a .035in, 300cm ex/c tip b/5 back-up meier guidewire, it was found that the tip of the wire was unscrewed. The procedure was completed with another of the same device. There were no patient complications reported, and the patient status was stable.